Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
The local representative was contacted and no additional details concerning the death of this patient was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016 for a scheduled implant procedure. The procedure was completed and approximately 1.5 hours following the procedure, the patient died. According to the physician, that patient's death was related to "outside circumstances" and that the device did not cause or contribute to the patient's death.